Manufacturer narrative:
A complaint was received from the customer of a broken spike on model 2432-0007. A photo was also received from the customer where the broken spike can be seen; therefore, the incident could be verified. A device history record review for model 2432-0007 lot number 20036734 was performed. The search showed that a total of 7,632 units in 1 lot number was built on 20mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced a broken spike. The following information was provided by the initial reporter: rn was trying to remove the spike from the IV bag to change tubing & preserve the medication & the plastic part you spike on the IV bag broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced a broken spike. The following information was provided by the initial reporter: rn was trying to remove the spike from the IV bag to change tubing & preserve the medication & the plastic part you spike on the IV bag broke.